Manufacturer narrative:
B3: the date of event was estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. An additional proglide device for this general comment is captured under a separate medwatch report number.

Event description:
It was reported as a general comment that unspecified failures occurred with the old device [proglide]. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.